Event description:
It was reported that during a lvad replacement, the patient received an inappropriate shock despite a magnet being placed over the device. Review of the egm revealed that the magnet likely fell off the device. Patient was fine and there were no further issues.

Manufacturer narrative:
.